Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during patient infusion of cytotoxic medication (fluorouracil). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from december 18, 2017 - december 20, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.